Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to high impedance on one of the leads. Patient continued to receive effective therapy with the other lead. Imaging showed a kink on that lead. As such, surgical intervention took place wherein the lead was explanted to address the issue. Reportedly, the issue was resolved post op. Investigation was unable to determine which of the leads had the kink/high impedance.

Manufacturer narrative:
Date of event and d10 therpay date are estimated. The lead was implanted in (B)(6) 2022. Exact date of implant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch:8176951.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause impedance issues and is consistent with an overstress condition or sudden event the lead was subjected while in vivo. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing. Moreover, unit has not been returned.